Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that insulin leaked into the ilet pump cartridge chamber, after which the user noted blood glucose in the 300s and replaced the cartridge, restoring insulin delivery. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included self-management with approximately 8 units of subcutaneous insulin via pen and no medical intervention or hospitalization. Investigation included a review of device use and troubleshooting education with the user. Investigation of this case revealed that the leak was associated with the cartridge and was resolved by replacing the cartridge; lot information was not available. It was concluded that the event involved a cartridge leak leading to hyperglycemia that resolved after cartridge replacement. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.